Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. It was noted that the balloon was tightly wrapped, evenly folded and was not subjected to positive pressure however a microscopic examination found that a strut was raised in the center of the stent. The shaft polymer extrusion was broken 7mm proximal to the guidewire access port. The hypotube was broken 247mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23-dec-2015. It was reported that crossing difficulties were encountered and shaft kink occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). A 20x3.50mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, resistance was encountered upon delivering the device and when the device was forcibly pushed, the shaft was kinked near the hub. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage and shaft break.